Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis event was unknown. The patient was not hospitalized for the event. On an unknown date, the patient was treated with unknown antibiotics (dose, route and frequency not reported). On an unknown date, the patient recovered from peritonitis. Action taken with dianeal therapies was unknown. Additional information was not available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Date of event on an unreported date in (B)(6) 2014. The reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).